Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2020 the patient presented with a non-st elevated myocardial infarction (nstemi) therefore the 3.0x28mm xience sierra was implanted for treatment. On (B)(6) 2020 the patient was re-admitted due to an encounter with the automatic implantable cardioverter defibrillator (aicd), and other cardiovascular symptoms. It is unknown what treatment was performed and the final patient outcome is unknown. No additional information was provided.